Event description:
The customer reported a no delivery alarm. Troubleshooting was performed. Found multiple no delivery alarms in the alarm history. The customer also stated that she went to the emergency room with a blood glucose reading of 650 mg/dl. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.